Event description:
It was reported that the handpiece continued to run on its own. There was no pt involvement. There were no reported adverse consequences.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.